Event description:
Per the clinic, the patient was prescribed oral antibiotics (type and duration not reported) on (B)(6) 2013, for an infection at the abutment site. The implanted device remains.

Manufacturer narrative:
Correction: the patient was not treated with oral antibiotics as previously reported. This report is filed april 30, 2014. The implanted device remains.

Manufacturer narrative:
Implanted device remains.